Event description:
Surgery date: (B)(6) 2013. It was reported that the patient underwent the surgery due to scoliosis. During the pre-tightening procedure, there were 8 screws broken. After changing the new products, the surgery completed smoothly. The patient is overall ok

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. This report is being resubmitted due to initial submission failing to process to esg and cannot be recovered.